Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead was not in use and it had been left in heart due to difficulty in unscrewing the lead. No patient symptoms or additional information was available.